Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of dilator body damaged was able to be confirmed by the photo. The photo shows two dilators with bent bodies. A complete visual inspection to evaluate the cause of the damage could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The instructions-for-use (IFU) provided with this kit warns the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding , or component damage." The customer report of dilator damaged was confirmed by visual inspection of the customer supplied photo. The image shows two dilators with bends in the body, however, full complaint verification testing to evaluate the cause of the damage could not be performed as no sample was returned for analysis. A device history record review was performed based on a potential lot from sales history, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "dr states the dilator is extremely soft in the set. He states this is not the first set in which he has experienced this. It bends completely and is not rigid enough to dilate effectively. He says it is sporadic that this occurs." Associated complaints: 3006425876-2024-00981.

Manufacturer narrative:
(B)(4). The customer provided one image showing two dilators. Visual analysis revealed that the dilator bodies were bent around the middle of the extrusion. The customer also returned one dilator for analysis. No obvious signs of use were observed. Visual analysis revealed that the dilator was bent around the middle of the extrusion. No obvious stress marks or indentations were noted at the location of the bending. Further microscopic examination also revealed that the dilator tip was deformed/ widened. The appearance of the tip damage is consistent with the report of difficulty inserting the dilator. No obvious defects or anomalies were noted with the rigidity of the dilator. The bending on the dilator body measured approximately 45mm from the hub. The dilator length measured 99mm, which is within the specification limits of 95.2mm-108mm per the dilator product drawing. The dilator inner diameter at the distal tip measured 0.9144mm, which is within the specification limits of 0.91mm-0.97mm per the dilator product drawing. The dilator inner diameter at the proximal end measured 1.651mm, which is within the specification limits of 1.63mm-1.70mm per the dilator extrusion product drawing. Simulated use of the dilator was performed per amrq-000120 , section 8.1, which states, "the dilator shall have a certain flexibility, but sufficient rigidity such that it may be inserted over a companion guidewire into porcine flesh or other human analog without kinking, buckling, or other impedance". A lab inventory guide wire was inserted into lab inventory simulated skin. The dilator was then threaded over the guide wire and into the simulated skin. No resistance or buckling was encountered as the dilator was able to by fully inserted. R & d and manufacturing have been consulted regarding damage to the dilator tip. They stated that various factors could contribute to the observed damage to the dilator tip, including the manufacturing process and/or undue force applied unintentionally by the user during an attempted insertion. The returned dilator was also compared to a functional, lab inventory dilator of the same type involved with this complaint. No obvious differences were noted with the integrity or rigidity. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "use tissue dilator to enlarge tissue tract to the vein as required. Follow the angle of the guidewire slowly through the skin". The IFU also states, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The report of a damaged dilator was confirmed through complaint investigation. Visual analysis revealed that the dilator body was bent, and the tip was deformed/widened. The damage to the tip could have contributed to the customer report of difficulty inserting the dilator, however, it cannot be determined if the tip was damaged prior to use or as a result of the use. Despite the damage, all relevant dimensional requirements were met, and a device history record review performed based on a potential lot did not reveal any relevant findings to suggest a manufacturing issue. Dilators of this type are intended to be flexible but rigid enough to be inserted without buckling or other impedance. Functional testing revealed that the dilator can pass through lab inventory simulated skin with no obvious defects or anomalies. Based on the customer report that the defects occurred during use and the sample received, the root cause cannot be determined as it is unknown if the damage occurred prior to insertion or due to improper insertion techniques. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "dr. States the dilator is extremely soft in the set. He states this is not the first set in which he has experienced this. It bends completely and is not rigid enough to dilate effectively. He says it is sporadic that this occurs." Associated complaints: 3006425876-2024-00917 and 3006425876-2024-00981.

Manufacturer narrative:
(B)(4). Complete UDI is not available as the lot# was not provided by the customer.

Event description:
It was reported that: "dr states the dilator is extremely soft in the set. He states this is not the first set in which he has experienced this. It bends completely and is not rigid enough to dilate effectively. He says it is sporadic that this occurs." Associated complaints: (B)(4).